Event description:
It was reported that there was no video on the left monitor of the 9600 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired power connection to the monitor. The system was tested and found to be working as intended and placed back into service.